Manufacturer narrative:
Additional information was received to clarify the initial notes reported on the medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call by customer's health care provider that the customer was in a medical facility when they encountered the low blood glucose of 27mg/dl. The health care provider stated the emergency medical technician is already located within the facility.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer's blood glucose level was reported to be 27mg/dl. The customer's physician needed assistance shutting the pump down. The physician states they would call back if further assistance was needed.